Manufacturer narrative:
A wallflex¿ enteral stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was partially deployed. The length was measured and was found to be within the specification. Functional analysis found that the stent was able to be deployed and the deployment handle can be fully retracted. There was no visible damage to the stent, stent cup/impression sleeve located on the inner. No other issues were identified during the product analysis. The cause of the reported device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent enteral stent was to be used in the colon to treat a malignant stricture less than 9 cm in size during a colonic stent placement procedure performed on (B)(6) 2015. During the procedure, the physician began deploying a wallstent enteral stent; however, approximately two inches from the tail end failed to deploy from the delivery system. The wallstent enteral stent was removed from the patient partially deployed on the delivery system. The procedure was completed with two wallstent enteral stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent enteral stent was to be used in the colon to treat a malignant stricture less than 9 cm in size during a colonic stent placement procedure performed on (B)(6) 2015. During the procedure, the physician began deploying a wallstent enteral stent; however, approximately two inches from the tail end failed to deploy from the delivery system. The wallstent enteral stent was removed from the patient partially deployed on the delivery system. The procedure was completed with two wallstent enteral stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.